Manufacturer narrative:
Analysis of the lead found no anomaly.

Event description:
It was reported that during a procedure the lead was placed and an impedance test was performed. Impedance results found some contacts were out of range while others were not. The lead was repositioned in the multi-lead trialing cable and impedances were the same. The lead was changed out and impedances were good. No patient symptoms or injuries were reported.

Manufacturer narrative:
Product ID: 3877-45, lot# 0206686373, product type: lead.

Manufacturer narrative:
Analysis of the lead (lot# 0206686373) found no anomaly. (B)(4).